Manufacturer narrative:
H.10: through a follow-up communication it was learned that the error code was displayed only one time and that the unit is still in use at the customer site. The most likely root cause of the reported failure was related to a temporary communication issue between the encoder board and the clamp boards, solved by switching on and off the unit / disconnecting and reconnecting the evo to its control panel.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an error code associated to the clamp encoder during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: no service activity has been scheduled yet. Based on the investigations performed for similar cases, the most likely root causes are: defective encoder or to a defective internal ribbon cable. A faulty communication between the encoder board and the hva or hvb clamp boards. An incorrect tubing size or material used by the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.